Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with additional information from a nurse in the USA of did not handle patient in sanitary way / accidentally pulled tubing apart and peritonitis with culture positive for staphylococcus epidermidis in a female patient coincident with dianeal pd4 ambuflex therapy. On (B)(6) 2011, the patient began treatment with dianeal pd4 ambuflex (dose, and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. The consumer reported that on an unspecified night, the patient was tangled up in the tubing (not further specified), had to go to the hospital for an unspecified reason, and while at the hospital the patient was not handled in a sanitary way (not further specified). The nurse reported that on an unreported date, the tubing was accidently pulled apart (not further specified). The event of did not handle patient in sanitary way / accidentally pulled tubing apart resulted in peritonitis on (B)(6) 2011 and hospitalization that same day due to the peritonitis. Treatment was not reported. On (B)(6) 2011, the patient was discharged from the hospital. The outcome of the event of did not handle patient in sanitary way / accidentally pulled tubing apart was not reported. At the time of this report, the patient was recovering from the event of peritonitis with culture positive for staphylococcus epidermidis. Therapy with dianeal was ongoing. The nurse did not provide an opinion of causality for the event of did not handle patient in sanitary way / accidentally pulled tubing apart, but stated that the event of peritonitis was not related to dianeal therapy.

Manufacturer narrative:
(B)(4). This complaint was confirmed. A batch review was conducted for the potentially associated lot (h11d25048) and there were no exceptions during the manufacturing process. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. The root cause of the report of use error-breach in aseptic technique, which resulted in peritonitis was undetermined.

Manufacturer narrative:
(B)(4). Additional information was received from the patient's peritoneal dialysis nurse. The nurse stated the patient accidentally disconnected from the cycler during therapy exposing the transfer set. The patient went to the emergency room where they recapped the transfer set, but did not change the transfer set and sent the patient home. The transfer set was replaced at a later date. Per the nurse, the peritonitis was not related to a malfunction of a baxter product. No additional information was provided.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted if additional information becomes available.